Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) instrument was opened to the surgical field and a fragment was missing from the instrument. The missing fragment was later found inside the package. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip open lever at the proximal end. The missing piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.